Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unk procedure, the device had a loose stud. No pt consequences were reported.